Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply.

Manufacturer narrative:
(B)(4). Evaluation summary: the rite electrical test failed for ground bond failed performance spec and the rite functional test failed specifications. The assignable cause of the rite electrical test failure of ground bond failed performance spec was determined to be a loose setscrew on the door post. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.